Event description:
During an acl reconstruction, it was reported that the surgeon was using the passing pin with ethibond sutures (competitor¿s device) to pass a hamstring graft and when he tried to pull the graft into position with the guide wire, the suture fabric sheared through the eyelet on the guide wire rendering it useless, and also leaving the patient at risk of metal debris being left behind. Upon examination of the passing pin, the metal at the top of the eyelet appeared particularly thin. Attempt was made to remove debris with shaver. Metal debris remained inside the body resulting from shearing of passing pin. Bone quality was good. No patient injury was noted.

Manufacturer narrative:
No product is being returned for analysis. (B)(4).